Manufacturer narrative:
Exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 20768981.

Event description:
It was reported that the patients lead feel too tight when the patient moves. It was also stated that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the ipg was removed and the paddle lead was left inside the patients body as it was stuck to the dura and had a lot of scar tissue. The physician only cut the paddle leads tail and the explanted devices were not returned. The patient was doing well postoperatively.